Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
Reportedly, during the implant attempt of the subject pacemaker, the atrial lead could not be introduced in the device port.

Event description:
Reportedly during the implant attempt of the subject pacemaker the atrial lead could not be introduced in the device port.

Event description:
Reportedly during the implant attempt of the subject pacemaker, the atrial lead could not be introduced in the device port.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(6).